Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. This patient is pacemaker dependent. The field representative contacted boston scientific technical services (ts) and sent electrograms for review. Ts discussed that the non-physiological noisy signals on the rv channel only can indicate air bubbles escaping from the device header. The field representative also noted that the pacing threshold and impedance measurements were within expected ranges. Additional information from the field representative indicates that the noisy signals resolved on its own and no further actions were taken. This rv lead remains in service. No adverse patient effects were reported.